Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item would not tighten. The repair technician reported the lever was sticking. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Event date: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review -service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 7-aug-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. DHR review - manufacturing location: (B)(4). Manufacturing date: 02.aug.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a zipfix device would not tighten during an unknown surgical procedure. It was reported that the device had been previously repaired on (B)(6) 2015. There is currently no additional information. The zipfix device being previously repaired is captured and reported under (B)(4). This is report 1 of 1 for (B)(4).